Event description:
On (B)(6) 2012 customer reported that a pinkish fluid leaked from underneath the flow cell area of the lh750 instrument onto the counter while performing a zap procedure. Customer stated that the instrument also experienced differential voteouts, in which no results were generated and/or affected. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) assisted the customer with troubleshooting, via phone. Fse determined that the tubing was disconnected from the bottom of the flow cell. Fse instructed the customer to reconnect the tubing. This resolved the issue.

Manufacturer narrative:
(B)(4).